Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Bsx provided the following information: it was reported the device showed oversensing noise with pacing inhibition, but no asystole. The device was reprogrammed to pace in the rv but not sense, along with pacing and sensing in the lv.